Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation "1.5 mm" system twist drill catalog #: 01-7144 lot #: ni. Therapy date: (B)(6) 2018. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00362.

Event description:
It was reported the tips of two twist drills broke during an invasive repair and fixation procedure of the mandible. The patient did not retain a foreign body, the surgeon resected the surrounding bone to remove the drill tip. The operation was completed using a different drill of the same type. There was a thirty (30) minutes surgical delay. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Lot number: two possible lots were identified 582220 and 089670. Reported event was confirmed by review of photographs. The twist drill 1.1x50mm 9mmstop w/nt (part# 01-7146) and twist drill 1.1x50mm 7mmstop w/nt (part# 01-7144) could not be visually evaluated or functionally tested because the products were not returned. In the photographs provided it was identified both drills are clearly fractured near the part where the fluted section begins. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. The instructions for use (IFU) for these products states in the section titled warnings and precautions: intraoperative fracture or breaking of twist drills has been reported. The manufacturers¿ instructions for the hand piece must be followed while using the twist drill. The maximum recommended speed is 40,000 rpm in order to avoid failures such as breakage of the twist drill. Insure drill is fully seated in handpiece prior to use. Twist drill should not be revved prior to contact with the bone. Excessive force may cause unusual stress conditions and result in breakage or fracture of the device. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00362-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The twist drill 1.1x50mm 9mmstop w/nt (part# 01-7146) and twist drill 1.1x50mm 7mmstop w/nt (part# 01-7144) were returned for evaluation. Both drills were clearly fractured near the area where the fluted section begins. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force was applied during use. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00362-2.